Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the lower portion of the touchscreen was not operable. The device was reported to be outside of use at the time of the reported problem. There was no report of patient harm. The customer informed the remote service engineer (rse) that the lower portion of the touchscreen was not working. The customer stated that they cleaned the touchscreen and was still not able to calibrate the touchscreen. The rse provided the customer with replacement part information for the touchscreen. The customer has not responded to the follow up attempts by the rse. The investigation is ongoing.